Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had evidence of oversensed noise resulting in pacing inhibition. Boston scientific technical services (ts) noted that the observed noise is 50 hz which is usually caused by physical contact between the patient and an electrical item that has suboptimal grounding. The patient does not recall what they were doing at the time of the stored episodes as they were asymptomatic. No adverse patient effects were reported. The device remains in service.